Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4: batch # a9cm8p. Additional information was requested and the following was obtained: "the clip was twisted and did not close till the end , that¿s how it misfired. Consequence: we ended up removing the clips and using another device ( from different company ). No major injury happened to the patient , but difficulties were as been encountered upon the clip removal." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was twisted and mis-fired.